Event description:
Reportedly, during pt use, it was found that although the fio2 value was set to 40%, the display showed 21%. Oxygen sensor calibration did not resolve the issue. The oxygen sensor was replaced and the issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.